Event description:
It was reported that the receiver display was frozen occurred on a receiver, no serial number provided. However, receiver with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. A review of the share logs was performed finding no error related to the complaint. Functional tests were performed and passed all relevant tests. The allegation was not confirmed. The probable cause was determined to be receiver, reported allegation not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).